Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff due to host tissue on the outflow. The free margin of the non-coronary cusp was folded back and adhered to the host tissue on the outflow. Remnants of glistening off-white pannus extended 1 to 3 mm onto all cusps, extending to the non-coronary left and left right inferior coaptive areas showing evidence of a reduction in the inflow orifice area. Tan, thrombotic host tissue filled and stiffened all leaflets on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve was explanted after approximately 9 months implant duration due to stenosis and cuspal stiffening. A mechanical valve was implanted. There were no adverse patient effects reported.